Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium and co2 results generated on the alinity c processing module for one patient sample. The following results were provided: (B)(6) 2026 sid (B)(6) 63-year-old female: initial sodium result (B)(6) = 114.76 mmol/l, repeat result (B)(6) = 115.74 mmol/l, new sample result with sid (B)(6) = 138.7 mmol/l initial co2 result (B)(6) 19.24 meq/l, new sample result with sid (B)(6); (B)(6) = 26.5 meq/l no impact to patient management was reported.